Event description:
This report is being filed as a result of changes to our MDR eval process. We have changed our process to better align with current agency policy. Customer called to report blood spill that occurred on cobe spectra (B)(4) during a large volume autopbsc collection during which the operator clamped the plasma line to avoid overcollecting plasma. The plasma pump had unexpectedly reopened leading to the spill. This report is being filed due to the potential for hypovolemia due to the over collection of plasma.

Manufacturer narrative:
(B)(4). Risk analysis: spectra autopbsc collect volume accuracy bug - hha 107 resulted in a hazard risk index of 5 (low). A moderate, reversible injury (hypertension or hemorrhage) requiring plasma or platelet transfusion is unlikely but possible. Field diagnostic/correction: caridianbct customer support specialist, (B)(6), spoke with the customer. The customer was informed that the proper way to adjust the volume in this case was to go into the target volume adjustment and enter "zero" for the collect volume. Investigation: this customer processes large volumes when they do pbsc collections using mnc. Cobe spectra collected the entered volume of plasma, but then the plasma valve re-opened and began collecting plasma again. The operator heard the valve open and instead of going into target and zeroing out, the plasma collect volume, she put a hemostat on the plasma collect line. This caused the line to tear. The failure mode is possible with customers doing large volume collections and collecting concurrent plasma. It is possible they could potentially collect more volume than desired if the operator did not reset the value to 0, however, spectra does not manage fluid balance for mnc procedures so the operator would need to be monitoring this throughout the procedure. It's unlikely they would see this situation in a pediatric pt. Conclusion: operator clamped line causing excess pressure. Software bug was the reason that the operator had to interact with the machine.